Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient underwent an outpatient procedure to replace the j-tube due to a leaking connector. During the replacement, a buried bumper was discovered as well as a stoma site infection. Both the peg and j-tubes were removed. The stoma infection was treated with unknown intravenous (IV) antibiotics and amoxicillin clavulanate 500-125 mg. Oral antibiotic. On (B)(6) 2021, a new peg-j tubing system was placed.